Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection resulting in extrusion of the array through the postauricular incision. The patient is scheduled to undergo explant/re-implantation; however, surgery has not occurred to date. The implanted device remains.